Manufacturer narrative:
D10 concomitant product: lf2019, exact dissector lf2019 ligasure 21 cm (lot #: 60350196x); lf2019, exact dissector lf2019 ligasure 21 cm (lot #: 60350196x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device was used and after some time of use, the device locked in the closed position and continued to deliver coagulation uninterruptedly. The device was replaced by two other devices of the same reference/batch that showed the same malfunction during the operation. Changed the device to prevent permanent injury or impairment. There was no patient injury.